Event description:
It was reported that the catheter was being placed into the patient's ij. During removal of the guide wire, the wire separated from its axis. This made the removal of the wire more difficulty that usual. A new kit was not needed as they were able to leave the catheter in place. There was no delay in treatment, no patient death, and no patient complications were reported. Follow up information received on (B)(6) 2011 confirms the swg unraveled but was removed intact. The wire did not separate.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.